Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman delivery system (wds) with the watchman access sheath (was). The sheath and core wire were microscopically examined. There were numerous kinks throughout the sheath of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the device was prematurely released and an incomplete seal of the closure device was noted. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman access sheath (was) was placed in the laa. A 33mm watchman laa closure device & delivery system (wds) was advanced in the was. As the closure device was being deployed, it prematurely became unscrewed from the core wire. The physician was unable to retrieve it, so they decided to leave it where it was. It was in place, but there was a 4-5mm gap present. The patient is currently on warfarin. There were no patient complications and the patient is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device was prematurely released and an incomplete seal of the closure device was noted. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman access sheath (was) was placed in the laa. A 33mm watchman laa closure device & delivery system (wds) was advanced in the was. As the closure device was being deployed, it prematurely became unscrewed from the core wire. The physician was unable to retrieve it, so they decided to leave it where it was. It was in place, but there was a 4-5mm gap present. The patient is currently on warfarin. There were no patient complications and the patient is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported on medwatch # mw5068204 that the deployment knob was not rotated either during the preparation of the delivery system or during deployment. There was adequate compression of the device. It was also noted that the gap on the closure device was .5 to .8cm from approximately 60 degrees to 120 degrees as measured on the transesophageal echocardiogram (tee).